Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular (rv) lead's helix was confirmed to have fully rotated totaling 2 circles under x-ray but after a period of time the helix retracted only half a circle, this persisted even after several rotations. The physician suspected a problem and that lead quality issues would delay surgery time. The rv lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found extended and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.